Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have thermal damage on the molded insulation. For clarification, the damage on the tip is likely thermal damage on t molded insulator. During visual inspection, black and brown substance were observed on both sides of the molded insulator, indicating material degradation due to current leakage. There is no damage to the snake wrist cables, main tube and housing. The housing was removed for inspection and no issue were observed. Each input disk was manually articulated and responded accordingly. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's plastic tip was damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer was unable to provide additional information.